Event description:
Clinical registry. It was reported that during a coronary artery drug eluting stenting treatment procedure, an aortic dissection occured. The physician reported that, the "wire alone, cause dissection which track back into aorta." The dissection was reported to be stable and the procedure was continued. The patient was kept for observation for two days following the procedure. It is unknown, if additional treatment was needed as a result of the dissection. This complaint was found in a review of source documents submitted by the study site.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.